Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads, missing end cap sticker, missing reservoir tube o ring and broken reservoir tube lip. Reservoir will not lock in place with this damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer's blood glucose level was 8.8 mmol/l at the time of incident. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.